Manufacturer narrative:
Unable to prime during prime and system sensor test due to faulty force system gold sensor. Pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Unable to confirm excessive no delivery alarms due to prime anomaly. Pump received with cracked reservoir tube lip and cracked case near display window corners noted.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt and had also alarmed motor error thirty days prior. Customer does not recall any significant events leading to the error. Customer's blood glucose was 150 mg/dl at the time of incident. Troubleshooting was done for motor error and customer was able to complete the rewind sequence. However, customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.